Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation/investigation summary was performed. The investigation of the complaint articles indicates that: the investigation has confirmed that the lcp drill sleeve does not engage with the plate. The first turn of each thread (two start threads) was rolled closed by the chamfering or deburring operation during manufacturing. DHR review: no findings escalated from a previous complaint and revelant actions has been taken. This complaint is confirmed, alert date has been changed to 31. August 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient involvement was reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. DHR review. Part number: 03.114.001, synthes lot number: h161606, supplier lot number: n/a, release to warehouse date: 30-dec-2016, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the 1.1mm locking compression plate (lcp) threaded drill guide for 1.5mm lcp plates did not fit into the lcp plate. Event occurred at a veterinary facility, no patient involvement was reported. Concomitant devices reported: lcp plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) 1.1mm lcp threaded drill guide for 1.5mm lcp plates. This is report 1 of 1 for (B)(4).